Event description:
It was reported that the pump malfunctioned after being exposed to water, with the malfunction code "malf 3" and a fault ID of 0x2095. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by arranging for a replacement pump on a separate case, and the customer expressed interest in obtaining an out-of-warranty loaner pump.